Event description:
During product service by a service technician, a flogard infusion pump was found to have inoperative force sensing resistors. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. During functional testing, the force sensing resistors (fsr) were found to be inoperative; the cause of this was unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.